Event description:
It was reported that on (B)(6) 2023, a 20mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer amulet delivery sheath in an emergent left atrial appendage (laa) occlusion case. At the beginning of the procedure a trans-esophageal echocardiogram (tee) was performed, and spontaneous echocardiogram contrast (sec) was noted. 10000 iu of heparin was administered. The 20mm device was prepared and attempted to implant but the device could not be placed deep enough due to an anatomical band in the laa. The device was not released from the delivery system while inside the patient. Then an 18mm amplatzer amulet left atrial appendage occluder was chosen for implant, prepared, and deployed using the same 12f delivery sheath. It was seen on the tee that a 10mm or longer hyperechoic strand was attached to amulet and was sweeping across the laa. Multiple aspirations were performed with no effect. The device was not released from the delivery system while inside the patient. The device was then removed with the delivery sheath. After the device was explanted, it was observed that the strand was located between the disc and the lobe of the device. A new 18mm amplatzer amulet left atrial appendage occluder was then chosen for implant using a new 12f amplatzer amulet delivery sheath. The replacement 18mm device was successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in the procedure. The patient was discharged.

Manufacturer narrative:
Additional information: h10. An event of a long hyperechoic strand attached to amulet and sweeping across laa was reported.the device was returned to abbott for analysis. The investigation confirmed the device met visual specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 23 february 2023, a 20mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer amulet delivery sheath in an emergent left atrial appendage (laa) occlusion case. At the beginning of the procedure a trans-esophageal echocardiogram (tee) was performed, and spontaneous echocardiogram contrast (sec) was noted. 10000 iu of heparin was administered. The 20mm device was prepared and attempted to implant but the device could not be placed deep enough due to an anatomical band in the laa. The device was not released from the delivery system while inside the patient. Then an 18mm amplatzer amulet left atrial appendage occluder was chosen for implant, prepared, and deployed using the same 12f delivery sheath. It was seen on the tee that a 10mm or longer hyperechoic strand was attached to amulet and was sweeping across the laa. Multiple aspirations were performed with no effect. The device was not released from the delivery system while inside the patient. The device was then removed with the delivery sheath. After the device was explanted, it was observed that the strand was located between the disc and the lobe of the device. A new 18mm amplatzer amulet left atrial appendage occluder was then chosen for implant using a new 12f amplatzer amulet delivery sheath. The replacement 18mm device was successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in the procedure. The patient was discharged.